Event description:
Hospital reported one event that staff found pt had self extubated and was having difficulty breathing. Attempted to bag and the diaphragm of check valve had become dislodged and fallen into resuscitator bag. No positive pressure ventilation was achieved. The pt returned to baseline but was hypoxic during the episode. No permanent injury reported.

Manufacturer narrative:
Results evaluations: (other) smiths medical is unable to perform a complete investigation as the user facility did not retain the event sample or record the lot number of the device being used. We have notified the supplier of this event. A five year review of our complaints database show no similar reports received for this issue. This report has been logged for trending.